Event description:
It was reported that the device (pacemaker) was explanted due to erosion. Due to erosion of device, as well as, suspected infection, the patient had a laser lead extraction and the device and all leads were removed, even the epicardial leads. Additional information indicates that the right ventricular (rv) lead 0181/334960 was explanted due to infection with sepsis. This is similar to events MDR 2183787-2020-00042.